Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that they did not hear the patient alert tones indicating their device had reached elective replacement indicator (eri). Per the patient, they were assured by their physician that the tones would play. Follow-up information was received from the clinic indicating that the device had normal function and was replaced due to eri. No patient complications have been reported as a result of this event.